Event description:
It was reported that "when femur and tibia baseplate were opened, they both appeared to have an oily like substance on both. New parts were opened and implanted."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00641.